Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical protrack pigtail wire was among the devices used during the procedure.

Event description:
A report was received indicating that tamponade occurred during a procedure in which the baylis medical protrack pigtail wire was used. The case was cancelled and the patient was taken to the operating room. There is no evidence to suggest that the baylis medical company device used in the procedure caused or contributed to the incident. However, this report is being submitted by baylis medical company as the protrack pigtail wire was among the devices used during the procedure when the procedural complication occurred.

Manufacturer narrative:
The manufacturer received information that the lot number previously received was incorrect. Following receipt of the correct lot number (pwfa191217), it was identified that the same incident was doubly reported under MFR report #: 9710452-2018-00012.